Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 214 mg/dl. The issue was resolved upon troubleshoot and the display returned. The customer also reported that the insulin pump alarmed low battery, as well as battery out limit. The customer was advised to monitor the device and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.